Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas and reported elevated blood glucose (bg) levels. The pt indicated that on the morning of (B)(6) 2011, she performed a routine site change and had a bg level of "76 mg/dl." While at work, the pt claimed that she obtained a "hi" reading (bg > 600 mg/dl). The pt reportedly continued to use the pump that day until 2:00 pm when the pt took an injection. At 3:00 pm that same afternoon, the pt came home and changed the insertion site. At that point, the pt noticed that the cannula was bent. The pt claimed that she had felt nauseated and unwell all day and was urinating frequently. The pt reportedly changed the insertion site again later that evening but her bg was still reading "hi". After administering injection supplements at unspecified times, the pt claimed that her bg level came down to 47 mg/dl that evening. The pt denied observing any signs of infection or blood at the sites but, admitted to having possible scar tissue. She also denied observing leaking or air bubbles. The pump's date/time and settings were reportedly correct. The pump's history was also noted to be correct. After reviewing the bolus history, the pt revealed that she had missed a bolus on (B)(6) 2011 due to receiving an unable to communicate message. All other pump history information was reportedly correct. No associated alarms or warnings were noted in the pump history. The animas rep informed the pt that scar tissue, a bent cannula, and missed bolus could have contributed to the elevated bg levels. This complaint is being reported due to the following conclusion: the pt reported that she obtained elevated bg readings that meet animas' criteria for a serious injury.